Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via email high blood glucose levels. Customer's blood glucose level was as high as 406 mg/dl. Customer advised their sugar glucose versus blood glucose had a large differential. Customer's sugar glucose was 40 mg/dl. Customer declined to troubleshoot for high blood glucose levels.